Event description:
It was reported that the sterile package cover was not sealed. The seal was broken, therefore the implant inside was not sterile.

Manufacturer narrative:
Eval summary: with the info provided, it is unclear how or when the tyvek lid became partially detached. Eval: returned for review is a modular unipolar component with its packaging components. The outer cavity's tyvek lid is peeled back half way, and the inner cavity remains sealed within the outer cavity. The exposed rim of the outer cavity has consistent adhesive residue indicating that the cavity was sealed at the time of packaging. The product carton's outer white label is torn, as well as the pull seal on the opposite side of the package, indicating that both sides of the package were opened. Device history records indicate all components were mfg and inspected to spec. No mfg abnormalities could be detected.